Event description:
Patient reported left-side "rupture". Device remains implanted.

Event description:
Patient reported left-side "rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left-side "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6a., d6b., h.6.

Event description:
Device was explanted.